Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the atp board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete image acquisitions. It was reported that the system could perform 2d image acquisitions but not 3d acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the atp console was completed by medtronic personnel. When installed in a known operational imaging system, the system was unable to perform 3d image acquisitions.

Manufacturer narrative:
Correction: device manufacturing date now provided as it was inadvertently left off the initial MDR.